Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm non bsc device several times. The physician then attempted to cross the lesion with a 2.75x12mm taxus express2 drug eluting stent (des) but it was unable to cross the lesion. The des was successfully removed from the patient and it was noted that the stent strut was lifted up. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".